Event description:
The generator was explanted due to end of service and returned to MFR for analysis. The analysis findings revealed that the eri flag was set to yes. Additionally, during the analysis, the r35 resistor was found to be out of specification. No performance discrepancies were observed. The caged module was found to exhibit an out-of-limit (higher) pacing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor that determines the gain of operational amplifier a4) could have been more optimally chosen. Testing in the analysis lab established that a resistor value of 2.43kohm would have more suitably centered the pulsing currents within their limits. Using the 2.43kohm value, the unit met all specifications in the post burn-in retests. The minimal out-of-limit current could potentially be a contributing factor to the end of service, although the battery longevity prediction suggests the device was expected to be near end of service.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to death or serious injury.